Event description:
It was reported by the patient that: "on (B)(6) 2021 I suffered a fracture of the femur in a skiing accident. This was surgically straightened at the hospital in lienz (austria) and the fracture was treated with a stryker nailing system (recon 11/360). After a long recovery (hospital, rehab and physiotherapy etc.) The above mentioned intramedullary nail broke on (B)(6) 2022. I felt very strong pain in the right thigh and hip. The fracture of the intramedullary nail was diagnosed at the hospital and it was removed during another surgery on (B)(6) 2022 and replaced by a new nail system. This was followed by another hospital stay and a new reha in bad tabarz is still pending. My new operation caused very severe pain, which continues to this day. According to the doctors, the situation will not change for the time being."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned. From the available operative notes, an expert medical opinion was requested:- "the x-ray is showing the situation after the revision with an inserted gamma nail. We can only see some callus formation and the distal screw holes of the removed recon nail. There seems to be a non-union, that has occurred. The nail has provided intramedullary stability for more than six months which is intended. If the bone does not unite within that time, the nail is going to fail as it happened here. If there would be the availability of the clinical situation with x-rays after the accident and postoperatively and with the failed device, without it, it is not possible to give a sound answer." A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the patient that: "on (B)(6) 2021 I suffered a fracture of the femur in a skiing accident. This was surgically straightened at the hospital in lienz (austria) and the fracture was treated with a stryker nailing system (recon 11/360). After a long recovery (hospital, rehab and physiotherapy etc.) The above mentioned intramedullary nail broke on (B)(6) 2022. I felt very strong pain in the right thigh and hip. The fracture of the intramedullary nail was diagnosed at the hospital and it was removed during another surgery on (B)(6) 2022 and replaced by a new nail system. This was followed by another hospital stay and a new reha in bad tabarz is still pending. My new operation caused very severe pain, which continues to this day. According to the doctors, the situation will not change for the time being."

Manufacturer narrative:
The reported event could not be confirmed, since the device, was not returned. From the available operative notes, an expert medical opinion was requested:- the x-ray is showing the situation after the revision with an inserted gamma nail. We can only see some callus formation and the distal screw holes of the removed recon nail. There seems to be a non-union, that has occurred. The nail has provided intramedullary stability for more than six months which is intended. If the bone does not unite within that time, the nail is going to fail as it happened here. If there would be the availability of the clinical situation with x-rays after the accident and postoperatively and with the failed device, then it is not possible to give a sound answer. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the patient that: "on (B)(6) 2021 I suffered a fracture of the femur in a skiing accident. This was surgically straightened at the hospital in lienz (austria) and the fracture was treated with a stryker nailing system (recon 11/360). After a long recovery (hospital, rehab and physiotherapy etc.) The above mentioned intramedullary nail broke on 6/29/2022. I felt very strong pain in the right thigh and hip. The fracture of the intramedullary nail was diagnosed at the hospital and it was removed during another surgery on (B)(6)2022 and replaced by a new nail system. This was followed by another hospital stay and a new reha in bad tabarz is still pending. My new operation caused very severe pain, which continues to this day. According to the doctors, the situation will not change for the time being."